Event description:
It was reported that the left monitor on the 6600 system has dark images. It was noted that the first fluoro image is good, but the second image turns dark. There was no report of patient injury.

Manufacturer narrative:
The service call was cancelled by the customer. Info provided by the customer indicated that they corrected the problem and would not require service. It was stated they found a loose video cable and once fixed the system, worked as intended. No service required.